Event description:
It was reported that a capio slim device was used during a sacrospinous ligament fixation procedure. During the procedure, the device misfired. The procedure was completed, and no further patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of the device misfire.